Event description:
As reported by the edwards field clinical specialist, eighteen months post tavr the patient presented to the physician with symptoms of heart failure. Upon workup, moderate-to-severe paravalvular leak (pvl) was found. The physician elected to proceed with another transfemoral tavr procedure to place a second 26mm sapien valve. The second sapien valve was deployed directly within the existing sapien valve. However, the pvl remained. A third 26mm sapien valve was subsequently deployed within the lower half of the first two valves, with a final result of trivial pvl and no central aortic insufficiency (cai). Following the index tavr procedure, tee reported trivial-to-mild pvl and no cai. However, per the implanting physician, upon review of the original angiogram, it appeared that the valve was placed too aortic and there was more pvl than seen on echo.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified or severely calcified aortic leaflets, preserved ejection fraction, mitral annular calcification (mac), and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, the cause of the aortic malposition cannot be confirmed. Despite exhaustive attempts, no additional information relating to the initial tavr procedure could be obtained. It is possible that a combination of the aforementioned patient/procedural factors may have contributed to the aortic malposition. Per report, the aortic malposition led to the pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The investigation is ongoing.